Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the colonovideoscope was burned. Based on the results of the investigation, the probable cause was the use of a high-energy instrument without maintaining sufficient distance from the scope. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): instructions operation manual_chapter 3 preparation and inspection_3.3 endoscope inspection. Instructions operation manual_chapter 4 usage_4.3 use of instrument sets. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the plastic distal end cover of the colonovideoscope was burned. There was no patient involvement.